Event description:
When attempting to deploy the biopsys. Micro mark ii clipa at the site of the pt's breast biopsy, the tip of the rubber introducer was broken off and left in the breast. It was removed by a surgeon.